Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the orion catheter into the faradrive steerable sheath clear a fluid leak was noted around the hemostatic valve of the faradrive steerable sheath clear. The fluid leak was blood. The leak was a slow drip with less than 10cc of blood loss. A pressure bag was used for irrigation of the sheath. The faradrive steerable sheath clear was reflushed however air was drawn. Bubbles were noted in the aspiration sheath. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegations of air ingress and leaking as described in the reported information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the orion catheter into the faradrive steerable sheath clear a fluid leak was noted around the hemostatic valve of the faradrive steerable sheath clear. The fluid leak was blood. The leak was a slow drip with less than 10cc of blood loss. A pressure bag was used for irrigation of the sheath. The faradrive steerable sheath clear was reflushed however air was drawn. Bubbles were noted in the aspiration sheath. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory.